Event description:
It is reported that the pt was revised due to tibial loosening.

Manufacturer narrative:
This bone cement is mfg at heraeus med and distributed through zimmer orthopaedic surgical products. This report will be amended when our investigation is complete.